Event description:
This spontaneous case describes the occurrence of pelvic pain ("permanent pain"), impaired work ability ("can no longer work"), fatigue ("extreme fatigue") and gait disturbance ("difficulty walking") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), impaired work ability (seriousness criterion disability), fatigue (seriousness criterion disability) and gait disturbance (seriousness criterion disability). At the time of the report, the outcomes for pelvic pain, impaired work ability and gait disturbance were unknown. No causality assessment was received for essure with regard to pelvic pain, gait disturbance, fatigue or impaired work ability. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("permanent pain"), impaired work ability ("can no longer work"), fatigue ("extreme fatigue") and gait disturbance ("difficulty walking") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion disability), impaired work ability (seriousness criterion disability), fatigue (seriousness criterion disability) and gait disturbance (seriousness criterion disability). At the time of the report, the outcomes for pelvic pain, impaired work ability and gait disturbance were unknown. No causality assessment was received for essure with regard to pelvic pain, gait disturbance, fatigue or impaired work ability. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2022: upon internal review this case was found to be duplicate of case (B)(4). All source documents & references has been transferred to this case from deleted case. Legacy device number from deleted case (2951250-2022-01165) follow up 2 & 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.